Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "clinicians should be aware that slide clamps may be inadvertently removed." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that on "(B)(6) 2023, the clamp was found loose off during [use] on the patient." No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.

Event description:
It was reported that on "(B)(6) 2023, the clamp was found loose off during [use] on the patient." No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on "09 oct 2023, the clamp was found loose off during [use] on the patient." No patient injury, harm, or consequence reported. Patient condition reported as "fine".